Manufacturer narrative:
The quality investigation is complete.

Event description:
It was reported via a medwatch report ((B)(4)) that the blade broke at the mount during an anterior cruciate ligament procedure. It was also reported that there were no adverse consequences and no delays as a result of this event. It was further reported that the procedure was completed successfully.